Event description:
The international customer reported the ventilator had a pressure sensor failure when powered on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer was able to duplicate the reported problem. The service engineer replaced the data acquisition to motor controller pcb cable to address the reported problem. Applicable testing was completed per device specifications.